Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a half inch split above the needle port. This was noted during patient infusion. The unspecified antibiotic dripped on the floor. This resulted in cannula backflow of blood due to the pressure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.